Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for sleeve leakage was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 6 vacutainer tubes, and the issue of sleeve leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle w/ holder the safety needle into vein to obtain blood samples and blood was coming through the vacutainer prior to blood bottle being attached. The following information was provided by the initial reporter. The customer stated: description of event : phlebotomist had inserted bd 21g safety needle into vein to obtain blood samples and blood was coming through the vacutainer prior to blood bottle being attached. Sample availability: yes, needle is available to be sent for inspection. The needle is contaminated with patients' blood. Was there any alleged injury or harm to user or patient? (Give detailed information): no injury to patient or staff.